Event description:
The event is reported as: a stapler failed to dispense staples. This issue was found at the pre-test. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.